Manufacturer narrative:
H6: conclusion code remains unchanged. This claim was withdrawn on 4/10/20, and the alleged product complaint is no longer being pursued at this time. The investigation will be completed with the available information. Conclusion code remains unchanged until the investigation is complete. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant history: added medical history. Code 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: operative report dated on (B)(6) 2008, indicates the patient underwent ¿repair of ventral incisional hernia with mesh, bard kugel composix hernia patch.¿ postoperative diagnosis: ¿ventral incisional hernia x3 with a combined 2x6 cm fascial defect.¿ ¿the patient presented with a ventral incisional hernia, which was quite prominent.¿ on (B)(6) 2008, dated operative records state: ¿a midline incision over the palpable hernia defect was recreated and dissection carried down to the level of the hernia sac. The hernia sac was circumferentially dissected free to the level of the fascia. ¿the hernia sac was opened and the intraabdominal content reduced back into the abdomen. When the sac was empty of intraabdominal content, it was reduced back into the abdomen and preperitoneal dissection carried out about the hernia sac along the anterior abdominal wall circumferentially. A total of [sic] adjacent defects were identified and the fascial bridges were communicated. The composite fascial defect measured 2x6 cm in size. When adequate preperitoneal space was created, a kugel composix mesh was inserted into the preperitoneal space.¿ on (B)(6) 2008, dated operative records state: ¿it was assured to lay flat. The mesh was tacked to the anterior abdominal wall using 3-0 prolene suture circumferentially. The fascial defect was them primarily reapproximated using 0 vicry suture in an interrupted figure of eight fashion, incorporating the bard ventralex mesh. The area was then inspected. Herostasis was assured. Deep tissue was approximated using 3-0 vicry suture and the skin was closed using a 4-0 monocryl running subcuticular stitch. Steri-strips and sterile dressing were applied. The patient returned to the post anesthesia recovery room in good condition. Estimated blood loss was minimal. Sponge and needle counts were correct at the end of the case. There were no complications immediately.¿ history and physical records dated on (B)(6) 2010 indicate: ¿the patient is a 62 year old female with a recurrent incisional hernia. She reports that in september of 2009 she was helping someone out of a van and felt a tearing sensation in her midabdomen. Subsequently, she noticed a bulge in the area. The bulge has gradually increased in size and level of discomfort. She reports that it is reducible. She has no history of obstruction or incarceration. She underwent the first incisional hernia repair in 2008 with bard kugel composix mesh.¿ on (B)(6) 2010, history and physical records state: ¿past medical history: significant for hyperthyroidism, gastric ulcers, diet-controlled diabetes mellitus and osteoarthritis.¿ ¿past surgical history: she has had a roux-en-y gastric bypass with subsequent 60-pound weight loss. This was done in 2005. ¿she has had an umblical hernia repair, laparoscopic cholecystectomy and she had chest tube removal.¿ abdominal exam notes state: ¿soft, nontender, nondistended. She has a well healed midline incision with a fascial defect. The inferior portion of the incision with a protrusion slightly to the left of midline. The hernia is easily reducible. The fascial defect palpates around 2cm. No other mass or organomegaly was noted.¿ ¿diagnosis: recurrent incisional hernia. Plan: laparoscopic repair of recurrent incisional hernia with mesh, possible open.¿ operative records dated on (B)(6) 2010, indicate the patient underwent ¿laparoscopic repair of recurrent ventral incisional hernia with mesh, with extensive lysis of adhesions.¿ ¿the patient is a 62-year-old female who is morbidly obese. The patient had a previous periumbilical incisional hernia repair performed with mesh. The patient developed a quite large recurrence.¿ on (B)(6) 2010, operative records state: ¿a left upper quadrant incision was made. Dissection was carried down to the level of the external oblique fascia. The external oblique fascia was opened and the peritoneum entered. There were extensive adhesions of omentum to this area and the peritoneal cavity could not be entered easily. An incision was them made in the right subcostal area and the peritoneum was entered easily from this location. With the hasson cannula in place, the abdomen was insufflated to 14cm of water pressure. The extensive adhesions to the midline, left upper quadrant and left lower quadrant were identified. These were of small bowel and omentum.¿ the operative records on (B)(6) 2010 state: ¿a 5mm port was placed in the right lower quadrant, and using meticulous dissection with the laparoscopic scissors, the adhesions were taken off of the old mesh and away from the old midline incision into the left upper quadrant at this point. The patient was known to have a hernia above the previous repair alongside of the mesh. This measured approximately 3.5 cm in diameter with an extremely large hernia sac with multiple adherent, loops of small bowel. There were taken down and excised. The hernia sac was stripped of the cavity. Next, a gore dualmesh was measured to overlap all edges of the fascial defect by 3 to 4 cm on all sides. The cardinal positions were marked and sutures were placed.¿ on (B)(6) 2010, operative records continue: ¿the mesh was placed in the abdomen. The suture were retrieved percutaneously and transfascial fixation of the 4 cardinal points was undertaken. Next, using the endo tacking device, circumferential tacks were placed about the mesh and multiple tacks were placed through the body of the mesh to assure fixation to the anterior abdominal wall. At this point, the ports were withdrawn under direct vision of the scope. There was good hemostasis in all port sites. The fascia of the 10 to 12 port sites were all closed using the inlet closure system and 0 vicryl suture in an interrupted fashion. The skin of all of the port sites was closed using 4 ¿ 0 monocryl interrupted subcuticular suture. Steri-strips and sterile dressings were applied.¿ there was no mention of device removal on (B)(6) 2010 records. Records between 12/14/2010 and 6/1/2011 were not provided. Operative records dated on (B)(6) 2011, indicate the patient underwent ¿mesh exploration during hysterectomy with contouring of mesh, release of suture¿ and ¿total abdominal hysterectomy with bilateral salpingo-oophorectomy.¿ ¿the patient is a 62-year-old female who had undergone repair of umbilical hernia and laparoscopic repair of recurrent umbilical hernia. The patient was able to feel a hard knuckle of mesh through the skin in the area of bridging defect. There was no evidence of recurrent hernia, however. The patient was also found to have an abnormality on CT scan of the pelvis and need for oophorectomy/hysterectomy was determined. It was advised that during this operation the mesh could be explored with attempt to relieve this situation.¿ postoperative diagnosis: ¿patient with prominent mesh in the area of repair of previous umbilical hernia.¿ on (B)(6) 2011, operative records state: ¿hysterectomy was completed by dr. (B)(6). At the end of the case, through the pfannenstiel incision, the posterior abdominal wall muscle was inspected. There were several dense adhesions of small bowel to the previous mesh. Dissection was carried up along the posterior rectus sheath to the area of the palpable mesh abnormality. It was felt that dissection of the mesh may lead to enterotomy, which would be deleterious to the patient's current situation. The hernia was well repaired with the mesh as it was.¿ on (B)(6) 2011, operative record continues: ¿however, as dissection was carried up, the running prolene suture from the first hernia repair was identified. This was noted to be tenting significantly and was removed. This allowed relaxation of the mesh circumferentially, and the fat knuckle of the corner of the mesh seemed to lay much flatter. Although the mesh could still be palpated through the skin, the hard knuckle was no longer evident. At this point, there was felt to be adequate improvement as it would be very difficult to bridge the wound with autologous tissue. The pfannenstiel incision was then closed...¿ there was no mention of device removal in the records. Discharge summary records dated on (B)(6) 2011 indicate: ¿on 05/31, the patient was admitted and underwent total abdominal hysterectomy with bilateral salpingo-oophorectomy. Findings at the time of surgery revealed a posterior uterine wall fibroid with negative adnexal exam.¿ ¿she also had an umbilical hernia mesh release by dr.(B)(6) at the same time as her original tag bso procedure.¿ ¿postoperatively, the patient did well and by postoperative day #2 was tolerating a general diet, was ambulatory without assistance, wishing to go home. Was therefore discharged home in good condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2010, whereby an alleged gore device was implanted. It was reported the patient alleges the following injuries: unable to remove mesh during (B)(6) 2011 repair, repair of hernia, extensive adhesions, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect clinical code. H6: updated investigation findings . H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. Previous patient codes (1695, 3191: appropriate term/code not available for "unable to remove mesh during (B)(6) 2011 repair") were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: the known medical records span (B)(6) 2008 through (B)(6) 2011 and not all records received in this time span are relevant to the unknown gore® dualmesh® biomaterial. Patient information: medical history: (B)(6) 2010: morbidly obese. Hypothyroidism. Gastric ulcers. Diabetes. Osteoarthritis. Prior surgical procedures: 2005: roux-en-y gastric bypass with subsequent 60-pound weight loss. (B)(6) 2008: repair of ventral incisional hernia with mesh, bard kugel composix hernia patch . Laparoscopic cholecystectomy. Relevant medical information: (B)(6) 2008: ¿repair of ventral incisional hernia with mesh, bard kugel composix hernia patch.¿ ¿the patient presented with a ventral incisional hernia, which was quite prominent.¿ ¿the hernia sac was opened and the intraabdominal content reduced back into the abdomen. When the sac was empty of intraabdominal content, it was reduced back into the abdomen and preperitoneal dissection carried out about the hernia sac along the anterior abdominal wall circumferentially. A total of [sic] adjacent defects were identified and the fascial bridges were communicated. The composite fascial defect measured 2x6 cm in size. When adequate preperitoneal space was created, a kugel composix mesh was inserted into the preperitoneal space.¿ ¿it was assured to lay flat. The mesh was tacked to the anterior abdominal wall using 3-0 prolene suture circumferentially.¿ implant preoperative complaints: (B)(6) 2010: ¿ recurrent incisional hernia. She reports that in (B)(6) of 2009 she was helping someone out of a van and felt a tearing sensation in her midabdomen. Subsequently, she noticed a bulge in the area. The bulge has gradually increased in size and level of discomfort. She reports that it is reducible. She has no history of obstruction or incarceration. She underwent the first incisional hernia repair in 2008 with bard kugel composix mesh.¿ ¿soft, nontender, nondistended. She has a well healed midline incision with a fascial defect. The inferior portion of the incision with a protrusion slightly to the left of midline. The hernia is easily reducible. The fascial defect palpates around 2cm.¿ implant procedure: laparoscopic repair of recurrent ventral incisional hernia with mesh, with extensive lysis of adhesions. Implant: ¿gore dualmesh¿ (unk/unk). Implant date: (B)(6) 2010. Description of hernia being treated: ¿a 5mm port was placed in the right lower quadrant, and using meticulous dissection with the laparoscopic scissors, the adhesions were taken off of the old mesh and away from the old midline incision into the left upper quadrant at this point. The patient was known to have a hernia above the previous repair alongside of the mesh. This measured approximately 3.5 cm in diameter with an extremely large hernia sac with multiple adherent, loops of small bowel. There [sic] were taken down and excised. The hernia sac was stripped of the cavity.¿ implant size and fixation: ¿next, a gore dualmesh was measured to overlap all edges of the fascial defect by 3 to 4 cm on all sides. The cardinal positions were marked and sutures were placed.¿ ¿the mesh was placed in the abdomen. The suture [sic] were retrieved percutaneously and transfacial fixation of the 4 cardinal points was undertaken. Next, using the endo tacking device , circumferential tacks were placed about the mesh and multiple tacks were placed through the body of the mesh to assure fixation to the anterior abdominal wall. At this point, the ports were withdrawn under direct vision of the scope. There was good hemostasis in all port sites. The fascia of the 10 to 12 port sites were all closed using the inlet closure system and 0 vicryl suture in an interrupted fashion. The skin of all of the port sites was closed using 4 ¿ 0 monocryl interrupted subcuticular suture. Steri-strips and sterile dressings were applied.¿ no post-operative records were provided. Additional procedure preoperative complaints: (B)(6) 2011: ¿the patient is a 62-year-old female who had undergone repair of umbilical hernia and laparoscopic repair of recurrent umbilical hernia. The patient was able to feel a hard knuckle of mesh through the skin in the area of bridging defect. There was no evidence of recurrent hernia, however. The patient was also found to have an abnormality on CT scan of the pelvis and need for oophorectomy/hysterectomy was determined. It was advised that during this operation the mesh could be explored with attempt to relieve this situation.¿ additional procedure: mesh exploration during hysterectomy with contouring of mesh, release of suture and total abdominal hysterectomy with bilateral salpingo-oophorectomy.¿ additional procedure date: (B)(6) 2011; hospitalization (B)(6) 2011. ¿hysterectomy was completed by dr. (B)(6). At the end of the case, through the pfannenstiel incision, the posterior abdominal wall muscle was inspected. There were several dense adhesions of small bowel to the previous mesh. Dissection was carried up along the posterior rectus sheath to the area of the palpable mesh abnormality . It was felt that dissection of the mesh may lead to enterotomy, which would be deleterious to the patient's current situation. The hernia was well repaired with the mesh as it was.¿ ¿however, as dissection was carried up, the running prolene suture from the first hernia repair was identified. This was noted to be tenting significantly and was removed. This allowed relaxation of the mesh circumferentially, and the fat knuckle of the corner of the mesh seemed to lay much flatter. Although the mesh could still be palpated through the skin, the hard knuckle was no longer evident. At this point, there was felt to be adequate improvement as it would be very difficult to bridge the wound with autologous tissue. The pfannenstiel incision was then closed.¿ there was no mention of device removal in the records. Relevant medical information: (B)(6) 2011: postoperative diagnosis: ¿patient with prominent mesh in the area of repair of previous umbilical hernia.¿ (B)(6) 2011: ¿on (B)(6), the patient was admitted and underwent total abdominal hysterectomy with bilateral salpingo-oophorectomy. Findings at the time of surgery revealed a posterior uterine wall fibroid with negative adnexal exam.¿ ¿she also had an umbilical hernia mesh release by dr. Sheprich at the same time as her original tag bso procedure.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. After multiple requests, specific lot number information was not provided for this device but product type was confirmed through other records provided. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.